Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pocket infection was observed and confirmed by blood cultures. The device was explanted and the infected tissue was removed. The device was re-implanted into the sterilized pocket and the patient was in stable condition.